Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump indicated a data log corruption. The customer will continue to use the pump for insulin therapy but will revert to manual injections if necessary. There was no adverse effect to the customer's blood glucose level.